Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-15977. Reference MFR report: 1627487-2013-15978. It was reported the patient has experienced ineffective stimulation since her scs system was implanted. X-rays have been taken and did not reveal any lead migration. The patient has been reprogrammed multiple times to no avail. The next course of action is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.